Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the cardiohelp had a battery issue during treatment. Both batteries were not charging. Subsequently, it was reported that the error message ¿ac voltage error¿ alarmed repeatedly. The cardiohelp was exchanged. As both batteries were affected during treatment, there is no redundant power supply in the event that the ac power is lost. Additionally, the cardiohelp was exchanged. Therefore, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp had a battery issue. Both batteries were not charging. The failure occurred during treatment. No harm to any person has been reported. As both batteries were affected during treatment, there is no redundant power supply in the event that the ac power is lost. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation. The fst confirmed that the batteries were not charging via the ac power line. There were no failures regarding the ac mains connector, as the ac power led was lit. The power supply was replaced. The ac mains connector was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint with a defective power supply was investigated by getinge life-cycle-engineering on 2023-08-30. The power supply unit does not provide any output voltage. This error was confirmed, but the root cause of the error of the purchased part could not be determined. Further, according to the risk file v24 of the cardiohelp the following root causes can also lead to the reported failure: - short circuit in dc-input circuit of cardiohelp device. - incorrect voltage measurement. Due to the age of the device and this component power supply, age related aspects can be considered as well. The cardiohelp was manufactured on 2012-06-11. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2025-06-30 for the period of 2012-06-11 to 2025-05-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-06-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "batteries not charging - power supply defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).